Manufacturer narrative:
Continuation of medical devices: model: dtba1d1, crt-d; implanted: (B)(6) 2014 model: 4592-53, lead; implanted: (B)(6) 2000 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds, non-capture in bipolar polarity, high/undefined pacing impedance, and undersensing/no sensing in bipolar polarity. The patient has been referred for a lead revision. The lead currently remains in use. No patient complications have been reported as a result of this event.